Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 6 am for a high blood glucose level of 300 mg/dl. The customer's mother stated that her son felt sick and couldn't stop throwing up prior to the hosp visit. The customer was treated with IV and declined trouble shooting at the time because they did not have the pump on them. No further info was provided.